Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed battery out limit. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery out limit alarm. The customer confirmed that the alarm occurred during normal use. The customer mentioned corrosion at the base of the battery compartment and around the outer edge of the base. There were corroded flakes near the battery spring. The customer also mentioned having a weak battery alert as well. His blood glucose was 134 mg/dl at the time of the weak battery alert. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation. The operating currents are within specifications however, had a corroded battery tube. No low battery alerts, battery out limit alarms or weak battery alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. No time clock reset noted. The insulin pump was received with minor scratches on the lcd window.